Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product was provided for investigation. Confirmation of the complaint was confirmed via product. The probable cause was the patient closed the mobile app.